Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Two opened and or used reservoirs were inspected and no anomalies were found. Occlusion test was performed and not occlusion was noted in reservoirs.

Event description:
Customer's mother reported customer's insulin pump alarmed battery out limit after a battery change. She also needed assistance changing customer's infusion set. Customer's blood glucose was 563 mg/dl. He treated with the insulin pump. Customer was able to clear the alarm. Customer's mother stated customer has been off the insulin pump for ten days. The batteries were out of the device longer than allowed by the device. Customer's mother declined troubleshooting for high blood glucose. She also stated she had two reservoir transfer needles bend. The supplies are being replaced. Customer's last blood glucose was 454 mg/dl. Nothing further reported.